Event description:
The reporter indicated that he had experienced "intermittent" programming wand issues while attempting to interrogate a pt vns device. The reporter also stated that though the green "power" light will illuminate, the amber "data rcvd" light will not. Once the wand was substituted with a back up wand, the issue instantly resolved. Product was returned to the manufacturer and is currently awaiting analysis.